Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient on (B)(6) 2020 had a left revision surgery due to corrosion, on (B)(6) 2020 the patient was revised again due to infection on the side left.

Event description:
Allegedly, the patient on (B)(6) 2020 had a left revision surgery due to corrosion, on (B)(6) 2020 the patient was revised again due to infection on the side left. Additional information received on (B)(6) 2022: we found 7 additional devices involved on the complaint found in the invoice.

Manufacturer narrative:
Section b.5: additional information in the description.